Event description:
The advocate stated the customer received a blood glucose reading of 521 mg/dl from his contour meter and a reading of 128 mg/dl from her contour meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for evaluation. Replacement test strips and a new meter were sent to the customer.